Event description:
It is reported that the patient's insulin pump did not deliver insulin and did not alarm. The patient's blood glucose level at the time is 367mg/dl. Trouble shooting was conducted. Device is not being returned. No further information available.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.